Manufacturer narrative:
The product evaluation laboratory received one disposable pressure transducer without any attached components. The dpt zeroed and sensed pressure accurately. Pressure readings were also stable. Pressure did not show any drift during 8 hours of testing. Electrical testing showed that both input impedance and output impedance values were within engineering specifications.

Event description:
It was reported that the dpt zeroed and sensed the pressure during use, but the pressure on the monitor went down to minus. No patient complications were reported.